Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error occurred during the load sequence. Reportedly, the customer experienced an elevated blood glucose (bg) level of "high", although a specific value was not given. High bg was addressed by taking a manual correction injection. Customer reverted to manual injections for insulin therapy.